Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Upon review of the transmission, episodes of non-sustained right ventricular oversensing were observed on the implantable cardioverter defibrillator. It was determined that the episodes were caused by post paced t wave oversensing. On (B)(6) 2020, the patient presented in clinic for a follow up and the recommended programming changes were made. The patient's condition remained stable throughout the event. No further oversensing events were observed after programming changes were made.